Manufacturer narrative:
Investigation summary: the customer issued a complaint for can¿t inject/activate problem detected by end user. No sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the description bd assigned a quality criteria that is related to the reported condition and identified in the agreed specification. After reviewing the occurrence, irrespective of root cause, it is within the specification and no further action will be assigned. The report will not be updated if the sample is received after the approval of this report. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the safety guard on the bd ultrasafe plus¿ passive needle guard could not be activated during use. The following information was provided by the initial reporter: "there was an injection 32 mg buvidal where the needle didn¿t go back after the injection was done. So, the safety on the needle that¿s suppose to prevent that the hcps don¿t touch the needle didn¿t function as expected."